Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external damage to the driveline could not be confirmed as no photographs of the damage was submitted for review and the device was not returned for analysis. Additionally, a root cause for the reported damage could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. These sections also state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's driveline had been rescue taped in the past for tears in the silicone.